Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The reported patient effects of hemorrhage and tissue damage are known adverse events associated with use of suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a proglide suture was pre-placed at the 10 o'clock position successfully. The device was removed with resistance as the footplate lever was inadvertently partial open. A second proglide device was inserted; there was bleeding around the device. The device was not deployed and was removed to apply manual pressure due to the bleeding. A 6f sheath was inserted and then a third proglide device was inserted with bleeding continuing. The proglide was removed without deploying. A 7f sheath was inserted with bleeding around the sheath continuing, pressure was applied. A 9f sheath was inserted and bleeding continued. The sheath was removed and a fourth proglide was inserted, bleeding continued and the device was removed without deployment. A 12f sheath was inserted. The procedure was begun. The sheath was upsized to 14f and the tavr procedure was completed. The vessel was incised to remove the 14f sheath. The torn artery was repaired and surgical suturing was used to achieve hemostasis. Reportedly the vessel looked friable. The patient was on aggrastat prior to the procedure. It was noted that the medication was stopped 3 hours prior to the procedure instead of 6 hours prior. There was a reported clinically significant delay in the procedure and therapy. No additional information was provided.